Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had reached elective replacement indicator (eri) battery status. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem. Based on the event description, this is no longer be a reportable complaint. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had reached elective replacement indicator (eri) battery status. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted. No additional patient adverse effects were reported. Additional information received indicated that the patient received a kidney transplant, and then his heart function improved dramatically. Subsequently the physician explanted the device as the patient is no longer in need of a defibrillator. The device is not expected to return for analysis.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had reached elective replacement indicator (eri) battery status. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.additional information received indicated that the device was explanted. No additional patient adverse effects were reported.